Event description:
This report is concerning post lasik eye surgery and the ongoing detrimental affects I live with. These include reduced visual acuity, glare, diminished night vision and dry eye. Also the way my eyes perceive light has significantly changed. My issue is one of a negative affect to my quality of life. I criticize the refractive eye surgery industry for downplaying significant changes to pt's vision that they cause and then portray pts as satisfied. My experience with lasik made me really not satisfied.